Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the 1st diagonal branch. During advancement of the 3.0x23mm xience alpine stent delivery system (sds) the stent dislodged/dislocated. The sds and stent were removed without issue. Reportedly there was no resistance during advancement or removal of the sds. Another xience alpine stent was used to complete the procedure. There was not adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.